Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a leaking cartridge while using an ilet system with a steel 6 mm contact/detach infusion set, after which the agent guided a cartridge and infusion set change and insulin delivery was resumed. Symptoms included hyperglycemia with a blood glucose of 285 mg/dl trending upward for approximately 2¿3 hours, without other symptoms. Outcomes included resolution of the hyperglycemia after the set and cartridge replacement and continued monitoring until glucose returned to range, with no need for outside assistance or medical intervention. Investigation included agent-assisted troubleshooting, replacement of the infusion set and cartridge, tubing fill, and cannula fill, followed by follow-up confirmation that glucose normalized. Investigation of this case revealed that the likely issue was a leaking cartridge resulting in inadequate insulin delivery, which resolved after replacing the cartridge and infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable product performance related to a leaking cartridge that impeded insulin delivery.